Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high; out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. The device was checked and tested in different configurations with out-of-range measurements. No noise was noted. Currently, the impedance measurement was 115 ohms to 116 ohms. Calcification build-up on leads was discussed as well as the possibility of commanded shock if the impedance would continue to rise over time. The physician will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.